Event description:
The customer reported that his olympus hd camera head was presenting an intermittent image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. The image was being interrupted due to a damaged camera head. Additionally, the main body was found cracked and the connector contact portion was dented. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to e1, the initial reporters name was inadvertently left out of previous medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the intermittent image was due to water invasion found in the cable and head part imaging unit. The root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter noting that this event occurred during a therapeutic procedure. It was completed by changing to another camera head with no harm to the patient.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.